Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this tactra penile prosthesis presented discomfort, the patient was feeling the implant on one side in perineal region. The tactra device was explanted. There were no patient complications reported.

Event description:
It was reported that the patient with this tactra penile prosthesis presented discomfort, the patient was feeling the implant on one side in perineal region. The tactra device was explanted. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Updated evaluation conclusion codes h6.